Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed with tandem technical support, however the call was disconnected. Upon follow up the customer was able to resume insulin delivery. Customer¿s blood glucose level was 244 mg/dl.